Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during the final arm angle test. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system was advanced to the mitral valve. The leaflets were grasped but the final arm angle test failed, and the clip was unable to close past 60 degrees. The leaflets were released, and the clip was closed and removed without issue. Another xt clip was used without issue to complete the procedure. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The returned device analysis did not confirm the reported difficult to open or close and unintended movement (efaa) as the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported difficult to open or close and unintended movement could not be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na.